Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump battery was changed and when battery cap was screwed back on they heard a crack and the cap kept turning and pump would not turn on. The reporter stated that they saw the hourglass then the pump went black. They took cap off and put it back on and pump turned on. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.